Event description:
On (B)(6) 2010, patient reported she started experiencing elevated readings on (B)(6) 2010. Patient stated her blood glucose this morning was 61 mg/dl, however, she tested a while ago and her reading is up to 327 mg/dl. Patient reported her readings have gone up to above 600 mg/dl in the past few days. Patient's normal blood glucose range is 70-120 mg/dl. Patient stated she had been injecting insulin all day on (B)(6) 2010 with syringes. Patient reported the infusion device has not given any error messages to indicate a malfunction. Had the patient disconnect at the infusion site and run a prime; insulin did emerge without any concerns. Had her bolus 4 units of insulin in the air; insulin did emerge at the tip and the memory did show the unit bolus. Advised she change all accessories. On follow-up call to the patient on (B)(6) 2010, patient reported she changed all of the accessories as instructed. She stated she experienced a low reading on (B)(6) 2010; was able to self treat with 2 sodas and some cinnamon toast. Patient stated that brought her reading to 81 mg/dl where she is currently. Patient reported her reading was at 364 mg/dl a few days ago. On call back to the patient on (B)(6) 2010, patient reported her readings are back to normal. Patient stated she changed out all of the accessories and then her readings leveled out. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.